Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to a valid stuck button alarm. Customer administered a manual injection to address bg level. Customer acknowledged education that button alarm occurs when something is continuously pressing on the wake button.